Event description:
The company was informed that the pt had pe tubes placed in the implanted ear. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.